Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) /2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.